Event description:
Information was received indicating that "they forgot to change the day" smiths medical cadd-legacy duodopa ambulatory infusion pump to the night pump. Per reporter, the pump settings were not able to be confirmed, but the most recent settings from mid-2019 were: "day pump: od 3.5, cd 6.8 ml/u, ed 3.0 ml; night pump: cd 3.7 ml/u, ed 0.8 ml." It was reported that is was unknown which serial number was for the day pump and which was for the night pump. Reported serial numbers were: (B)(4). No adverse patient effects were reported.